Event description:
Information was received noting that the patient complained of pain at the device site, and the site is now indicated to have been infected. Patient's device was programmed off. Patient noted that this is not the first time that the device has been infected since it was implanted. Patient was sent to the ER, as the physician suspected the patient to have pneumonia. Device history records were reviewed for the generator and lead. The generator rand lead were hp sterilized. The generator and lead passed all specifications prior to distribution. The patients lead and generator were explanted. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, supplemental report 01: inadvertently listed incorrectly. Corrected data, supplemental report 01: inadvertently noted that "device evaluation is not necessary because the reported event has been determined as not related to vns therapy."

Event description:
Product analysis was completed on the explanted lead and generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there are no anomalies with the returned portions of the device which may have contributed to the stated complaints. Generator product analysis noted that the results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. Review of the generator device history records confirmed that the generator passed all tests. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Corrected data, initial report: inadvertently listed incorrect code.